Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Additionally, 45 sterile/ unused devices were returned. 13 sterile/ unused units from part # 1003330 and lot #60536950 were randomly selected. All 13 units were visually inspected with no damage noted to the sterile/unused device. All 13 units were functionally leak tested with no anomalies noted. Potential factors which could contribute to a leak include, but are not limited to, manufacturing, mishandling, damage, loose connections or procedural technique. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened resulting in the reported leak difficulties; thus resulting in the reported drop in aortic pressure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections; d4 - model # updated from na to 1003330. E1 - phone number # updated from n/a to (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported two different copilots were used however were noted to be leaking from the bleedback control seal. The patient experienced a drop in aortic pressure; however it is unknown if any treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.